Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an error message on the adc device. Customer reported they experienced hypoglycemia, sweating and fatigue and was provided sugar and carbohydrates for treatment by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in senor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an error message on the adc device. Customer reported they experienced hypoglycemia, sweating and fatigue and was provided sugar and carbohydrates for treatment by a third party. There was no report of death or permanent injury associated with this event.